Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator could not be interrogated. The device was in backup operation due to a corrupted ID bit. After the product code was downloaded, normal function ensued.

Event description:
It was reported that the patient was exposed to three radiotherapy sessions due to pulmonary cancer. After the sessions the pulse generator would not interrogate. The device was explanted.